Event description:
It was reported to the MFR by the facility (B)(6), per the facility the resident was rolled over on her right side, receiving care from the cna. The rail gave and the resident fell out of bed. The resident landed on the floor. She was sent to the hospital, where x-rays were performed. The resident sustained bruising to the left side of her face. (B)(4) were entered into our system to have the comfort extension returned to joerns for investigation. As of this writing, the comfort extension has not been returned.

Manufacturer narrative:
(B)(4).